Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by vet that an animal underwent an unknown procedure on (B)(6) 2017 and the suture was used to close the linea alba in continuous pattern. The skin was closed in an inverted cruciate pattern. After the surgery, the suture line broke from the cranial knot in the linea alba. Both knots were intact.

Manufacturer narrative:
Additional information: representative samples were received, examined for visual inspection and no defects were found. The samples were functionally tested and all the results met the requirements. According to the sample condition, no suture breakage was observed and the samples met the requirements.